Event description:
It was reported that the patient experiencing palpitations presented in clinic for device check. The implantable cardioverter defibrillator exhibited post paced t-wave oversensing on the ventricular channel. The patient received antitachycardia pacing therapy atp due to oversensing. The oversensing was noted on the stored electrograms from (B)(6) 2017. Review of the stored electrograms confirmed the presence of oversensing and inappropriate therapy. No intervention was reported. No additional information was available.